Event description:
Might be an allergic reaction/her reaction kept getting worse and worse [allergic reaction] ([device ineffective], [condition worsened], [injection site joint swelling], [swelling of legs], [skin discoloration], [petechiae on lower extremities], [leg pain], [bruising]) bloody stools [bloody stool] can hardly walk, sit, or sleep [sleep disorder due to a general medical condition] can hardly walk, sit, or sleep [mobility decreased] is frustrated and upset that it's been over a month and she can't walk/she can hardly walk and cant sit down in the bathroom [unable to walk] fatigue [fatigue] case narrative: initial information received on 21-nov-2025 (along with live follow up received on 24-nov-2025) regarding an unsolicited valid non-serious case received from a patient. The case was upgrade to serious with follow up receipt date 10-dec-2025 along with live follow up 11-dec-2025 (processed together with clock start date 10-dec-2025). This case involves a 83 years old female patient who might experienced an allergic reaction/her reaction kept getting worse and worse, could hardly walk, sit, or sleep; was frustrated and upset that it had been over a month and she could not walk/she could hardly walk and could not sit down in the bathroom, bloody stools and fatigue after the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), concomitant medications, vaccination(s) and family history were not provided. Patient stated prior to synvisc she was very healthy and had zero medical issues. She was going to gym, using the rower, eating right and was staying very healthy. On (B)(6) 2025, the patient started taking synvisc (hylan g-f 20, sodium hyaluronate) injection, strength: 16 mg/2ml, once (dose, route: unknown) for osteoarthritis. Patient called to report that on (B)(6) 2025, patient went to her orthopedic doctor and was injected synvisc on her knee. Two days later, her knee swelled up like a balloon (injection site joint swelling) and her legs started to swell (peripheral swelling; onset: 12-oct-2025; latency: 2 days) (onset: 12-oct-2025; latency: 2 days). Patient went to her doctor who was also surprised about the reaction. Patient was frustrated and upset that she could not walk (gait inability; onset: 12-oct-2025; latency: 2 days), her whole left leg was in pain (pain in extremity; onset: 12-oct-2025; latency: 2 days), the top and middle calf was black and blue with red dots all over it and up to this day (skin discoloration and petechiae) (onset: 12-oct-2025; latency: 2 days). On (B)(6) 2025 patient knee swelled and bruised black and blue (contusion) (latency: 2 days) the bruising continued down my leg and into my foot and toes, upward into my hip and buttocks, causing much pain and losing the ability to walk or sit on the toilet. Patient reported she did reach out to her physician, the first time she was told to just keep waiting for the pain to subside, the second time was told it might be an allergic reaction (hypersensitivity; onset: 12-oct-2025; latency: 2 days) and apologized for what was happening and then told that she just needed to go to the gym. It was reported that patient was referred to the specialist that told her that they do not know what to tell her. It was reported that pain and swelling covered her whole leg from the toes to her buttocks and was still swollen and very painful and it had been over a month. It was reported that her entire legs from buttocks to toes were black and blue and she could hardly walk and could not sit down in the bathroom or sleep (mobility decreased and sleep disorder due to a general medical condition; onset: 2025; latency: few days approximately). Patient mentioned ended being in the ER (emergency room) twice because the pain was so unbearable, she stated that the emergency room doctors were great and she was given IV pain medications and they ran all sort of tests. She stated that they ruled out infection and could not tell her what was wrong. Patient wanted to know what was in the medication to cause this, what synvisc did to her and how to get this resolved. Patient added asking if her doctor had the same questionnaire and if the doctor had reported the adverse event as well. Her doctor had no answer and just left her hanging after getting these reactions. While mis (medical information specialist) confirmed that what she was experiencing are expected reactions from synvisc, it should have also been discussed to her prior administration which patient claimed she was not informed. Patient wanted to know if what she was experiencing was normal and would like to know if the doctor could do a scan or something to see what was going on. Mis spoke and reiterated to speak with their doctor. Patient then asked how long would the medication stay in her system but when mis got back from hold, it can be heard from the background that they are speaking with the doctor's office and while trying to get their attention, no one responded until they deliberately disconnected. Upon follow up on 10-dec-2025 patient mention she was planning to send pictures and details of the adverse event. Patients legs and knee were still swollen. Patient stated she had called previously to speak with someone after she received a shot of synvisc and her reaction kept getting worse and worse (condition aggravated; onset: 2025; latency: unknown). Patient reported that the pain had not gotten any better and it had been two months since she received the shot of synvisc. Patient mentioned that it was getting harder to take her dog out and to take care of her husband that was not doing well. It was reported that patient was still experiencing symptoms despite treatment (device ineffective; onset: dec-2025; latency approximately 2 months) (with unknown batch number and expiry date for all the events). Pqc received call from complainant stating that she received a letter from us and a 5 page pv form asking her for information that she has no idea, she also stated that she still has her knee swelled up and is worried about this situation, she was transferred to medical information team for additional guidance. She also experienced bloody stools (haematochezia) (event onset date: 2025, latency: unknown) and fatigue event onset date: 2025, latency: unknown). This combination caused me to make two separate visits to the ER (emergency room). My leg was still significantly swollen and bruised (contusion) (event onset date: 2025, latency: unknown). She was not advised by physician of any side effects other than a day or two of discomfort. She was requesting that you provide me with any other side effects that she might experience related to synvisc. She took pride in the fact that prior to this injection she was a very active gym goer using the rowing machine and eating and living a very clean pharmaceutical free lifestyle, with perfect bloodwork. Today she was not able to go to the gym or even walk my dog. This should never have happened and has significantly negatively impacted my life. Information regarding batch number and expiry date corresponding to the one at the time of event occurrence has been requested. Action taken: unknown for all events. Corrective treatment: patient went to ER and received unspecified intravenous pain medication for pain in extremity; it was not reported for all other events. Outcome: unknown for fatigue and haematochezia and not recovered for all other events. Seriousness criteria: intervention required for hypersensitivity and medically significant for haematochezia. A (product technical complaint) (ptc) was initiated on 21-nov-2025 for synvisc (batch number and expiry date: unknown) with global ptc number: (B)(4). The ptc stated that on (B)(6) 2025, sanofi has received pharmacovigilance event complaint related to product synvisc. The batch/lot no. Was unknown. For complaint description refer (B)(4). The incident description, the investigation urgency has been confirmed as standard. Per the product-specific complaint codes for "synvisc ", and the incident description, the defect code "other pharmacovigilance event" has been assigned to this investigation. No qee (quality & engineering excellence) was opened. No qdn (qualification determination notification) was opened. The investigation urgency, qee/qdn decision and defect code may change based on the outcome of the investigation. The minimum investigation requirements for defect code "other pharmacovigilance event includes product event history review, lot history review, qa batch/manufacturing review (including api), the results of these reviews are summarized below: product event history review: attachment 01- comet product (synvisc) event history report for the past two years was generated on (B)(6) 2025 and showed 126 complaints related to defect code "other pharmacovigilance event. 113 complaints were concluded as no assessment possible. 02 complaint is concluded as inv inconclusive/trending only and 03 complaint is concluded as no faults detectable and 01 complaint is concluded as related to manufacturing process. Based on the above details it is inferred that there is one confirmed complaint reported. Attachment 02- qualipso product (synvisc) event history report for the past two years was generated on 05-dec-2025 and showed 191 complaints related to other pharmacovigilance event (including current complaint). Among these 13 complaints (including current complaint) are in open state (investigation ongoing) review of event history report infers that there is no confirm complaint identified, which includes event is linked to a failure or that the defect is related to the product or manufacturing process. Lot history review: as the batch number is unknown, lot history review and assessment is not possible. Complaint sample evaluation: complaint sample is not available. Hence assessment is not applicable. Attachment 03 investigation outcome: the product lot number was not provided, making batch record review and assessment impossible. All finished batch records must be reviewed for specification conformance before release. Any out-of-specification results are addressed through the nonconforming material or product process. Adverse events will be monitored by the mah holder, with periodic trend analysis. If a CAPA (corrective and preventive action) is required, would be followed. There is no quality related defect that would attribute to a malfunction a death or serious injury. Mah pharmacovigilance continuously monitors adverse event reports with or without lot number, and assesses possible associations with their corresponding product lot, as a part of routine safety surveillance effort to detect safety signals. As the product lot number is not available, a batch record review and assessment is not possible. Due lack of information, no assessment is possible. Controls in place: prior to batch release, review of all finished batch records for specification conformance will be performed. If any out of specification result is identified, it is mitigated through the procedure for nonconforming material or product process. Adverse events will be monitored by the mah holder. Trend analysis will be performed on a periodic basis. To determine if a CAPA is required for defined procedures. Trend analysis: if the number of complaints is = 10 confirmed complaints with the same defect code for the implicated product it indicates a potential trend for the assigned defect type. A confirmed complaint is one where the investigation has concluded that the reported event is linked to a failure or that the defect is related to the product or manufacturing process. A review of the product event history reveals that 317 complaints including the current complaint for product synvisc with defect code "other pharmacovigilance event . However, review of investigation conclusions infers that there is no confirm complaint identified for the product synvisc with defect "other pharmacovigilance event and indicates that no potential trend (n = 10) exists. Considering the above further trend analysis of the product based on the quarterly data is not warranted. Conclusion:based on investigation outcome and, no qee was opened. No qdn was opened. The investigation urgency is confirmed as standard. As the batch number was not available for subject complaint, no assessment was possible. Hence investigation conclusion was selected as no assessment possible with cause code as undetermined cause sanofi em&s gen med vaccines quality team will continue to monitor and trend these types of events and work with the cmo(s) to initiate corrective and/or preventive actions as necessary. If additional information becomes available for this complaint, the investigation will be reopened and re-evaluated. The subject complaint was not justified by cmo. The final investigation was completed on 05-dec-2025 with summarized conclusion as no assessment possible. Additional information was received on 05-dec-2025 from quality department: ptc details added, clinical course updated, text amended accordingly. Additional information was received on 10-dec-2025 and 11-dec-2025 (processed together with clock start date (B)(6) 2025) from patient. Upon internal review the case was upgraded to serious. Additional events of hypersensitivity along with symptoms, mobility decreased and sleep disorder due to a general medical condition were added with details. Clinical course was updated and text amended accordingly. Additional information was received on 11 dec-2025 along with live follow up 18-dec-2025 from patient: event of contusion, hematochezia and fatigue added, clinical course updated, text amended accordingly.

Event description:
Might be an allergic reaction/her reaction kept getting worse and worse [allergic reaction] ([condition worsened], [injection site joint swelling], [swelling of legs], [skin discoloration], [petechiae on lower extremities], [leg pain], [device ineffective]), can hardly walk, sit, or sleep [sleep disorder due to a general medical condition] can hardly walk, sit, or sleep [mobility decreased], is frustrated and upset that it's been over a month and she can't walk/she can hardly walk and can't sit down in the bathroom [unable to walk]. Case narrative: initial information received on 21-nov-2025 (along with live follow up received on 24-nov-2025) regarding an unsolicited valid non-serious case received from a patient. The case was upgrade to serious with follow up receipt date 10-dec-2025 along with live follow up 11-dec-2025 (processed together with clock start date 10-dec-2025). This case involves a 83 years old female patient who might experienced an allergic reaction/her reaction kept getting worse and worse, could hardly walk, sit, or sleep; was frustrated and upset that it had been over a month and she could not walk/she could hardly walk and could not sit down in the bathroom after the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), concomitant medications, vaccination(s) and family history were not provided. Patient stated prior to synvisc she was very healthy and had zero medical issues. She was going to gym, using the rower, eating right and was staying very healthy. On (B)(6) 2025, the patient started taking synvisc (hylan g-f 20, sodium hyaluronate) injection, strength: 16 mg/2ml, once (dose, route: unknown) for osteoarthritis. Patient called to report that on (B)(6) 2025, patient went to her orthopedic doctor and was injected synvisc on her knee. Two days later, her knee swelled up like a balloon (injection site joint swelling) and her legs started to swell (peripheral swelling; onset: 12-oct-2025; latency: 2 days) (onset: 12-oct-2025; latency: 2 days). Patient went to her doctor who was also surprised about the reaction. Patient was frustrated and upset that she could not walk (gait inability; onset: 12-oct-2025; latency: 2 days), her whole left leg was in pain (pain in extremity; onset: 12-oct-2025; latency: 2 days), the top and middle calf was black and blue with red dots all over it and up to this day (skin discoloration and petechiae) (onset: 12-oct-2025; latency: 2 days). Patient reported she did reach out to her physician, the first time she was told to just keep waiting for the pain to subside, the second time was told it might be an allergic reaction (hypersensitivity; onset: 12-oct-2025; latency: 2 days) and apologized for what was happening and then told that she just needed to go to the gym. It was reported that patient was referred to the specialist that told her that they do not know what to tell her. It was reported that pain and swelling covered her whole leg from the toes to her buttocks and was still swollen and very painful and it had been over a month. It was reported that her entire legs from buttocks to toes were black and blue and she could hardly walk and could not sit down in the bathroom or sleep (mobility decreased and sleep disorder due to a general medical condition; onset: 2025; latency: few days approximately). Patient mentioned ended being in the ER (emergency room) twice because the pain was so unbearable, she stated that the emergency room doctors were great and she was given IV pain medications and they ran all sort of tests. She stated that they ruled out infection and could not tell her what was wrong. Patient wanted to know what was in the medication to cause this, what synvisc did to her and how to get this resolved. Patient added asking if her doctor had the same questionnaire and if the doctor had reported the adverse event as well. Her doctor had no answer and just left her hanging after getting these reactions. While mis (medical information specialist) confirmed that what she was experiencing are expected reactions from synvisc, it should have also been discussed to her prior administration which patient claimed she was not informed. Patient wanted to know if what she was experiencing was normal and would like to know if the doctor could do a scan or something to see what was going on. Mis spoke and reiterated to speak with their doctor. Patient then asked how long would the medication stay in her system but when mis got back from hold, it can be heard from the background that they are speaking with the doctor's office and while trying to get their attention, no one responded until they deliberately disconnected. Upon follow up on 10-dec-2025 patient mention she was planning to send pictures and details of the adverse event. Patients legs and knee were still swollen. Patient stated she had called previously to speak with someone after she received a shot of synvisc and her reaction kept getting worse and worse (condition aggravated; onset: 2025; latency: unknown). Patient reported that the pain had not gotten any better and it had been two months since she received the shot of synvisc. Patient mentioned that it was getting harder to take her dog out and to take care of her husband that was not doing well. It was reported that patient was still experiencing symptoms despite treatment (device ineffective; onset: (B)(6) 2025; latency approximately 2 months) (with unknown batch number and expiry date for all the events). Information regarding batch number and expiry date corresponding to the one at the time of event occurrence has been requested. Action taken: unknown for all events. Corrective treatment: patient went to ER and received unspecified intravenous pain medication for pain in extremity; it was not reported for all other events. Outcome: not recovered for all events. Seriousness criteria: intervention required for hypersensitivity. A (product technical complaint) (ptc) was initiated on 21-nov-2025 for synvisc (batch number and expiry date: unknown) with global ptc number: complaint- (B)(4). The ptc stated that on 21 nov 2025, sanofi has received pharmacovigilance event complaint related to product synvisc. The batch/lot no. Was unknown. For complaint description refer complaint- (B)(4). The incident description, the investigation urgency has been confirmed as standard. Per the product-specific complaint codes for "synvisc ", and the incident description, the defect code "other pharmacovigilance event" has been assigned to this investigation. No qee (quality & engineering excellence) was opened. No qdn (qualification determination notification) was opened. The investigation urgency, qee/qdn decision and defect code may change based on the outcome of the investigation. The minimum investigation requirements for defect code "other pharmacovigilance event includes product event history review, lot history review, qa batch/manufacturing review (including api), the results of these reviews are summarized below: product event history review: attachment 01- comet product (synvisc) event history report for the past two years was generated on 05-dec-2025 and showed 126 complaints related to defect code "other pharmacovigilance event. 113 complaints were concluded as no assessment possible. 02 complaint is concluded as inv inconclusive/trending only and 03 complaint is concluded as no faults detectable and 01 complaint is concluded as related to manufacturing process. Based on the above details it is inferred that there is one confirmed complaint reported. Attachment 02- qualipso product (synvisc) event history report for the past two years was generated on 05-dec-2025 and showed 191 complaints related to other pharmacovigilance event (including current complaint). Among these 13 complaints (including current complaint) are in open state (investigation ongoing) review of event history report infers that there is no confirm complaint identified, which includes event is linked to a failure or that the defect is related to the product or manufacturing process. Lot history review: as the batch number is unknown, lot history review and assessment is not possible. Complaint sample evaluation: complaint sample is not available. Hence assessment is not applicable. Attachment 03 investigation outcome: the product lot number was not provided, making batch record review and assessment impossible. All finished batch records must be reviewed for specification conformance before release. Any out-of-specification results are addressed through the nonconforming material or product process. Adverse events will be monitored by the mah holder, with periodic trend analysis. If a CAPA (corrective and preventive action) is required, would be followed. There is no quality related defect that would attribute to a malfunction a death or serious injury. Mah pharmacovigilance continuously monitors adverse event reports with or without lot number, and assesses possible associations with their corresponding product lot, as a part of routine safety surveillance effort to detect safety signals. As the product lot number is not available, a batch record review and assessment is not possible. Due lack of information, no assessment is possible. Controls in place: prior to batch release, review of all finished batch records for specification conformance will be performed. If any out of specification result is identified, it is mitigated through the procedure for nonconforming material or product process. Adverse events will be monitored by the mah holder. Trend analysis will be performed on a periodic basis. To determine if a CAPA is required for defined procedures. Trend analysis: if the number of complaints is = 10 confirmed complaints with the same defect code for the implicated product it indicates a potential trend for the assigned defect type. A confirmed complaint is one where the investigation has concluded that the reported event is linked to a failure or that the defect is related to the product or manufacturing process. A review of the product event history reveals that 317 complaints including the current complaint for product synvisc with defect code "other pharmacovigilance event . However, review of investigation conclusions infers that there is no confirm complaint identified for the product synvisc with defect "other pharmacovigilance event and indicates that no potential trend (n = 10) exists. Considering the above further trend analysis of the product based on the quarterly data is not warranted. Conclusion:based on investigation outcome and, no qee was opened. No qdn was opened. The investigation urgency is confirmed as standard. As the batch number was not available for subject complaint, no assessment was possible. Hence investigation conclusion was selected as no assessment possible with cause code as undetermined cause sanofi em&s gen med vaccines quality team will continue to monitor and trend these types of events and work with the cmo(s) to initiate corrective and/or preventive actions as necessary. If additional information becomes available for this complaint, the investigation will be reopened and re-evaluated. The subject complaint was not justified by cmo. The final investigation was completed on 05-dec-2025 with summarized conclusion as no assessment possible. Additional information was received on 05-dec-2025 from quality department: ptc details added, clinical course updated, text amended accordingly. Additional information was received on 10-dec-2025 and 11-dec-2025 (processed together with clock start date 10-dec-2025) from patient. Upon internal review the case was upgraded to serious. Additional events of hypersensitivity along with symptoms, mobility decreased and sleep disorder due to a general medical condition were added with details. Clinical course was updated and text amended accordingly.